Manufacturer narrative:
The investigation is in progress as medical records are pending review. A supplemental report will be submitted if additional information is provided.

Event description:
As reported by patient registry, approximately 2 months and 5 days post transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve in the aortic position, the patient had their valve explanted due to unknown reasons.

Manufacturer narrative:
A supplemental MDR is being submitted due to review of medical records. Corrected sections h6: clinical code, device code, investigation findings, and investigation conclusions. Added a2, b7 and h10. A supplemental MDR is being submitted to correct the reportability of the event previously reported. Additional information obtained clarified that the 26mm sapien 3 ultra valve was explanted approximately 66 days post tavr procedure was due to late endocarditis. Per clinical review of medical records, on an unknown date blood cultures were positive for streptococcus mitus and oralis. Ehco showed severe echogenic linear structures attached to the ventricular side of the anterior leaflet of the mitral valve and the stent struts of the tavr in the non-coronary cusp. On pod (66) operative note: patient presented with aortic valve and mitral valve endocarditis. Patient underwent re-do sternotomy, tavr explant, avr (25mm ew inspiris resilia), mvr (29mm ew mitris), tvr (31mm medtronic). Operative finding: tavr valve appear to have some endocarditis vegetations. The (tavr) valve was sent for pathology and culture.